Event description:
Surgeon was placing an interbody cage during an l4-s1 alif with aegis plate. When he pounded in the cage implant, it broke. He was unable to take out the cage in whole because it was implanted in a very tight space. Surgeon had to fracture the implant with an osteotome and take it out in pieces. The implant was thrown away. The issue resulted in a delay to the case in excess of 30 mins but did not cause any pt injury.

Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of atypical force.